Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Customer alleges that the wire tip sheared off during vascular access.